Event description:
This is being filed to report the gripper actuation issue and the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. The posterior gripper failed to work; however the clip was able to be implanted. Post deployment the clip detached from the anterior leaflet (single leaflet device attachment (slda)). No treatment was performed and the mr remained at 4+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. It was noted the posterior gripper was not able to lower during simultaneous or independent grasping. Troubleshooting was performed and the leaflets were able to be grasped and the clip deployed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported gripper actuation issue could not be determined. The reported slda was due to challenging patient anatomy. The reported patient effect of mr was due to slda. Additionally, the reported patient effect of mr, as listed in the mitraclip instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Lastly, the reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.